Event description:
User received discrepant estradiol results for one patient sample. Estradiol was being run for ivf testing. Sample type is plasma collected in a green top heparin plasma sample tube. The sample gave an initial result of >4300 pg per ml. This result was accompanied by a data flag notifying the user the result was outside the measuring range of the assay. The sample was diluted on the analyzer, giving a result of 68.3 pg per ml. The sample was then retested twice, without dilution, giving results of 38.7 and 34.9 pg per ml. Other tests run at same time correlated well on repeat testing. User said they did not report the initial result of 68.3 pg per ml, but did report the repeat result of 38.7 pg per ml. The patient was not adversely affected. The field service representative could not duplicate the problem. He found most of the sample tubes used by the customer have labels attached to the tubes that are longer than the tube itself. This prevents the tube from being loaded on the disk straight, potentially causing sample aspiration problems. Performance tests were performed on the analyzer no problems found. The customer also ran calibration and controls.